Event description:
The manufacturer received information alleging a patient had increased co2 levels while using a ventilator. The patient was taken to the hospital. According to the reporter of the event, the patient has since expired. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.